Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/17. Checking your blood glucose; chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) exceeded 300 mg/dl while wearing the pod longer than 48 hours. Patient was not feeling well, therefore, visited the hospital. Physician deemed patient to be experiencing a elevated bg and stomach "bug." However, physician was not sure if stomach bug lead to high bg or vice versa. Treatment included 7-8 bags of sodium IV fluids + 2 smaller bags of IV cipro (antibiotics) and was effective in reducing patient's bg to 101 mg/dl.